Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 18-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test back to back blood tests of 144 and 179 mg/dl pm fasting, 394 and 120 mg/dl am fasting and from results obtained of 165 and 124 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected pm fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 159 mg/dl and 147 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/21/2023 and open vial date is 01/30/2021. The meter memory was reviewed for previous test result history: (B)(6).